Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a motor error alarm and a motor position encoder error alarm on the insulin pump. Customer stated that the pump broke and she went through a MRI with the pump on. Customer stated that the drive support cap appears normal. Customer stated that the sticker is missing. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
The pump alarmed motor error during the rewind due to an out of phase motor encoder signal. Unable to perform functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests or verify the motor position encoder error alarms due to the motor error alarm. The pump was received with a cracked case at the display window corners, cracked reservoir tube window corners, a cracked reservoir tube lip, cracked battery tube threads, a missing end cap sticker and minor scratches on the lcd window.